Manufacturer narrative:
Initial reporter occupation is lay user/patient. The meter was requested for investigation. The investigation of the returned meter found the meter powered on with retention batteries without difficulty. A full display check revealed no display defects or malfunctions. There were no missing segments or faded display observed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was a complaint about an issue with the meter display on coaguchek xs meter serial number (B)(4). The customer stated the meter did not show the code. She also mentioned the code number was coming up incorrectly on the meter display. The customer advised the code number is (B)(6). One test strip vial showed the code number as (B)(6) and the second test strip vial showed the correct code number of (B)(6). The customer performed a display check and saw (B)(6) in the result field. The customer checked the meter memory and could clearly see the last meter reading of 3.0 inr from (B)(6) 2021 at 9:07 p.m. The customer advised the code number coming up incorrectly did impede her ability to read the results field of the meter.